Manufacturer narrative:
Age at time of event: over 60 years old. Device evaluated by MFR: investigation on the returned device revealed no visual damage or irregularities. Functional testing of the device revealed the device did not aspirate properly and had less aspiration than specifications require. Dissection of the catheter shaft showed that the aspiration lumen was occluded with a heavy clot burden, contributing to the aspiration issue. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported that the catheter lost aspiration. A 2.1 mm jetstream xc catheter was selected for an arthrectomy procedure in the superficial femoral artery (sfa) on a long lesion. During the procedure, the catheter lost aspiration. They may have treated 90% of the lesion. The procedure was completed with another of the same device. There were no patient complications, and everything was fine.